Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulties, high impedance measurement, and helix mechanism issues. It was noted the physician placed the lead in the atrial appendage and extended the helix. Fluoroscopy confirmed the lead held its position during stylet removal. When lead testing was performed through pacing system analyzer (psa) an impedance of 1800 ohms was noted and suggested the helix may have retracted. Fluoroscopy confirmed that the helix was in a retracted position. The lead was repositioned and the same helix retraction post extension was observed a further three times. The physician requested a new lead which was handed over. This new lead exhibited the same behavior on first deployment and was successfully positioned after 12 to 15 turns on the second attempt without any further helix issues. This attempted lead will not return for analysis due to the lead was disposed of. No adverse patient effects were reported.